Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, prime and no delivery tests. There was no excessive no delivery error alarm or grinding sound during rewind noted. There was no cosmetic damage noted.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer's blood glucose level has gone as high as 500mg/dl, but has stayed around 300mg/dl. The father states the pump makes grinding noise when rewinding and filling up the sure-t. The customer states they have received no delivery alarms. Troubleshoot was conducted. The customer states the alarm was resolved by complete set change. The customer was advised the pump would be replaced and returned for analysis.